Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/10/2015.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparo hepatectomy. According to the reporter during use the tip black part got disengaged and fell into the cavity of patient. For a while it could not be detected, but at closing the surgical opening when the trocar was put upside down and hit against the wall the tip part came out of it and was retrieved. No patient harm.

Manufacturer narrative:
(B)(4).